Event description:
It was reported that during testing conducted by a field service technician, the device over-heated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed corroded bearings and foreign debris contamination. The presence of corrosion and debris can lead to increase friction among rotating components, resulting in heat being generated.